Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. The receiver case was opened for an internal visual inspection, and failed. During inspection a defective u6 chip was observed. A functional test was attempted, but it could not be completed. The reported event that the receiver ceased to function was confirmed during interior inspection. The root cause was determined to be a defective u6 component.